Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's spo2 cable and reseating all other cables. Unit was calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the spectrum monitor, which may have affected sp02 monitoring. No patient injury was reported.